Event description:
It has been reported to philips that the allura system did not start up at 00:00. The system was not in clinical use when the issue was identified. No patient or user harm was reported. A philips engineer inspected the system onsite and replaced flexvision pc and a hard drive. System was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Review of the system log file revealed that no connection could be made to the flexvision-pc. Upon further troubleshooting action, fse found that the flexvision pc was defective. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid corrected.